Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was beeping as a result of high out of range shock impedance measurements on the right ventricular (rv) lead. High out of range shock impedance measurements were noted in all configurations. There was no evidence of oversensing and noise could not be produced during provocative testing. A revision procedure was scheduled. The rv lead was removed and replaced. No adverse patient effects were reported.